Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n324381, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported that the patient's total stimulation device system was explanted due to an infection. Additional information received two weeks later indicated that perioperative antibiotics were administered. The date of onset of the infection was noted to be "3 weeks post-op," although it was illegible. Signs and symptoms of the infection included redness and incisional wound opening. The primary location of the infection was the device pocket and a culture was obtained, but the type of organism cultured was unknown. The patient was treated with IV and oral antibiotics and the infection resolved. Risk factors included diabetes and debilitated status, but the patient did not have meningitis.